Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage and dislodgement. Damage was noted across the entire separated stent and the stent was stretched in the centre. The balloon fold were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.25 x 20 synergy ii stent was selected for use to treat the lesion. However, during preparation, it was noted that the stent came off from the delivery system. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.25 x 20 synergy ii stent was selected for use to treat the lesion. However, during preparation, it was noted that the stent came off from the delivery system. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.